Event description:
Caller stated that his nevro stimulator is "not doing the best job" because "it's old, it was put in in 2020." Caller stated that his pain is "just terrible" and that he's still taking 2 mg "hydromorphone" orally every 4 hours. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).